Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not working. Details about the event were not available. The epg was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis confirmed the reported event, the main printed circuit board (pcb), display and heart lead flex were corroded. The upper case, lower case and lead flex cover were corroded, the battery release and battery drawer were contaminated, the side bail covers were broken, the battery contacts were compressed and contaminated. All found defective parts were replaced. The device was then re-calibrated and functionally tested. The device passed final testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.